Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support the patient was oozing blood from the impella access site and received four units of packed red blood cells (prbcs) while on the pump, and two units prbcs off the pump, two units frozen fresh plasma, two platelets, and 10 cryo. After the bypass was completed, the patient continued to ooze requiring more volume and pressor support. In addition, pulses could not be found in the impella leg. The physician swapped sheathes and pedal pulses were restored. The patient required another dozen blood products after returning to the operating room for a washout and exploration for continued bleeding.